Manufacturer narrative:
The FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 04/2023).

Event description:
It was reported that post procedure and upon removal, the catheter was allegedly found to be broken in the sheath. It was further reported that the tip of the device was able to be removed from the sheath. There was no reported patient injury.